Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found. The investigation is ongoing.

Event description:
During a cataract procedure a plastic piece off of the phaco tip broke off in the patients eye. There was no patient injury.

Manufacturer narrative:
The product is en-route to (B)(6) for evaluation. Review of the complaint database revealed no other complaints have been submitted against lot w1488. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is ongoing.

Manufacturer narrative:
The product evaluation was performed on 30 november 2018. One needle wrench was returned in a plastic bio-hazard bag along with a bl5113a pack label from lot w1488. The rest of the pack components and the particle was not returned. Visual inspection found that the flats on the needle holder side of the wrench are damaged, gouged, marred and have material sticking up. Review of the complaint database revealed no other complaints have been submitted against lot w1488. The probable root cause is user error due to the product showing evidence of the needle being tightened using the plastic end of the needle wrench instead of the metal end. The investigation is complete.